Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/13/2019. The manufacturer's field service engineer (fse) evaluated the device was able to confirm the reported issue. The fse found that the front panel needs to be replaced. The customer was advised to replace the front panel and an estimate for the repair was provided. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator light emitting diode (led) failed. There was no patient/user harm reported.